Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's right ventricular (rv) lead showed noise being over-sensed. The patient is asymptomatic. No changes were made.

Event description:
Keep only ¿new information received notes product is no longer returning.